Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ luer-lok was deformed before use.

Event description:
It was reported that bd¿ luer-lok was deformed before use.

Manufacturer narrative:
Investigation summary: three photos were received and visually evaluated. The photos depicted a single 1ml ll syringe with a customer label attached. The barrel¿s tip was observed deformed ¿ it appeared to be flattened from the sides. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the photos received it is not possible to determine a potential root cause for the defect observed. Physical sample is required for investigation and root cause determination. No corrective actions are necessary based on the defective rate identified.